Event description:
The customer stated that she was hospitalized for low blood glucose levels over 100 mg/dl. Troubleshooting was performed and found that the insulin pump had been alarming repeatedly during bolus attempts. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.